Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not received yet by manufacturer.

Event description:
Roi-c : cage was removed and replaced because anchoring plate wouldn't deploy it was a roi-c implantation at c6-c7. One anchoring plate wouldn't fully seat. According to reporter : "surgeon rightfully did not feel comfortable leaving implant in". Cage and anchoring plate were removed without incident and another traditional acdf plate spacer (not ldr product) was implanted. No impact on patient. Delay 5 min. According to reporter : "surgical technique was followed". Additional information was provided on surgical steps : reporter don't know if issue occured for the first or second anchor. Starter awl was used before anchor implantation. Patient bones seemed normal. Surgeon said that anchoring plate looked like it didn't go all the way in and was possibly bent. Additional information was requested and investigation is in progress.

Manufacturer narrative:
Additional information received on october 15th 2018 : the product has been discarded by the hospital. The product will not return to the manufacturer for evaluation. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return did not receive a response. The following hypothesis about the root cause of the event are : the most likely one is that the patient has sclerotic bone. The less likely one is that the first half anchoring-plate not impacted till stop (ex: non-use of the second impactor) the investigation founds no evidence to indicate a device issue. Root cause: unknown with the 2 hypothesis above. H3: device discarded by hospital.

Event description:
Roi-c : cage was removed and replaced because anchoring plate wouldn't deploy it was a roi-c implantation at c6-c7. One anchoring plate wouldn't fully seat. According to reporter : "surgeon rightfully did not feel "comfortable" leaving implant in". Cage and anchoring plate were removed without incident and another traditional acdf plate spacer (not ldr product) was implanted. No impact on patient. Delay 5 min. According to reporter : "surgical technique was followed" additional information was provided on surgical steps : reporter doesn't know if issue occured for the first or second anchor. Starter awl was used before anchor implantation. Patient bones seemed normal. Surgeon said that anchoring plate looked like it didn't go all the way in and was possibly bent. Additional information received on october 15th 2018 (addi151145) : the product has been discarded by the hospital. The product will not return to the manufacturer for evaluation.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. Without a product return, no product evaluation is able to be conducted. Waiting for it. Investigation is still in progress.

Event description:
Roi-c : cage was removed and replaced because anchoring plate wouldn't deploy it was a roi-c implantation at c6-c7. One anchoring plate wouldn't fully seat. According to reporter : "surgeon rightfully did not feel confortable leaving implant in". Cage and anchoring plate were removed without incident and another traditional acdf plate spacer (not ldr product) was implanted. No impact on patient. Delay 5 min. According to reporter : "surgical technique was followed" additional information was provided on surgical steps : reporter don't know if issue occured for the first or second anchor. Starter awl was used before anchor implantation. Patient bones seemed normal. Surgeon said that anchoring plate looked like it didn't go all the way in and was possibly bent. Additional information received on march 09th 2018 from mark couch (distributor) : the starter awl was available but was not used (contrary to what was said previously by this same reporter). The adjustable depth stop was used.